Event description:
It was reported that "patient came to e.r. With hip pain and x-rays revealed a broken distal locking screw and long nail. The surgeon suspected a non-union and it was later confirmed. Patient has a history of lymphoma and radiation treatment to area. A revision surgery was performed to remove broken hardware and replace with a 13mm diameter long gamma 3 nail. Bmp was used on the non-union site and hydroset was injected into the lag screw void. A slightly shorter nail was implanted then original for locking screw purchase purposes. Outcome of surgery post-op was successful."

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.